Event description:
Reportedly, the subject ICD could not be interrogated on (B)(6) 2018 during a follow-up requested by the physician. Normal ICD functioning was observed in the last scheduled remote monitoring report. Normal rf communication was reported between the ICD and its home monitor on (B)(6) 2018. Preliminary analysis confirmed an inductive telemetry blockage. Patient care recommendations have been provided on 27 july 2018 to perform a recovery procedure on this device. Preliminary analysis also revealed that non-physiological signals were observed on the ventricular channel of some of the recorded episodes. Based on available data, a ventricular lead issue could not be excluded.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject ICD could not be interrogated on (B)(6) 2018 during a follow-up requested by the physician. Normal ICD functioning was observed in the last scheduled remote monitoring report. Normal rf communication was reported between the ICD and its home monitor on (B)(6) 2018. Preliminary analysis confirmed an inductive telemetry blockage. Patient care recommendations have been provided on (B)(6) 2018 to perform a recovery procedure on this device. Preliminary analysis also revealed that non-physiological signals were observed on the ventricular channel of some of the recorded episodes. Based on available data, a ventricular lead issue could not be excluded.